Event description:
It was reported that a patient underwent a gynecological procedure in 2014. During the procedure, the device did not drive the disposable. It was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.